Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 09-jun-2024, it was reported that the patient faced infusion set was leaking at the insertion set, which cause the patient blood glucose elevated to 300 mg/dl. The patient not been able to use the infusion sets because of the instant leak. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(6) - device 1 of 4.